Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had to change the insulin pump for the first time. Customer stated that she tried to do the needle this morning. Customer stated that she was not able to put the reservoir in. Customer stated that she cannot speak or read english very well. Customer stated that she will change on wednesday with her trainer. Customer stated that she is starting to sweat. Customer stated that she had a blood glucose reading of 48 mg/dl. Customer treated with orange juice and her blood glucose went up. Customer was explained that treating low blood glucose with juice would cause the high blood glucose. Customer was advised to monitor the pump.